Manufacturer narrative:
The field service engineer (fse) observed system check performed by the customer, as a troubleshooting measure, had an elevated percent coefficient of variation (%cv) of 11.97% of the washed portion (instrument specification is 0.00%-12.00%). All aspirate probes and associated peristaltic pump tubing were replaced due to the elevated %cv. The fse calibrated the incubator belt. A high sensitivity system check was then performed two times and each failed to pass instrument specifications. The fse replaced the mixer assembly and performed system verification testing (system check, high sensitivity system check, 10-replicate precision testing, assay calibration, and quality control). All test results were within the assay and instrument specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system malfunction is the likely cause of the event. A specific hardware malfunction could not be identified as multiple repairs, performed by the fse, resolved the issue.

Event description:
The customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification, for two patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. Subsequent analyses of the patients¿ samples, on the original instrument and an alternate methodology, produced lower results within the normal reference range. The erroneous results were released out of the laboratory and one result was questioned by the physicians as it did not correlate with a previous value. The customer was not aware of any patient injury or change to patient treatment associated with this event. There has been no report of impact to patient care. The patients¿ samples were collected in lithium heparin plasma tubes and centrifuged at room temperature. All system parameters (including quality control (qc), calibrations, and system checks) were performing within the assay and instrument specifications prior to the event. A system check performed on (B)(4) 2013, passed within specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.